Event description:
The patient underwent an MRI in the morning and a motor stall was noted in the event logs with no motor stall recovery recorded. Later in the afternoon, the pump was interrogated and the motor stall was still present with no recovery. Additional information has been requested.

Manufacturer narrative:
(B)(4).